Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
T was reported that bd plastipak¿ leur lok syringes had leakage.

Event description:
It was reported that bd plastipak¿ leur lok syringes had leakage. This occurred on 5 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Correction: describe event or problem: it was reported that bd plastipak¿ leur lok syringes had leakage. This occurred on 5 separate occasions but the date/time and or patient information is unknown. Investigation summary: it has been received 5 used samples of 50ll (bulk) for investigation. Upon visual inspection of these 5 samples, it can be observed leakage between stopper ribs. No damage or molding defect can be observed in any of the syringes that could have caused leakage and the stopper is correctly assembled to the plunger in all of them. DHR of lot 1611354p has been reviewed not finding any annotation or deviation regarding the alleged defect. Leak test according to iso-7886-1 annex d cannot be done with sample received since syringes are single and since it has been used, results for this functional characteristic could not be reliable. Samples received are disassembled not observing any damage or molding defect in the plunger rod that could have caused leakage. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference, are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Packaging: 1 box per pallet. 2.functional inspection printing: once in the first pallet, once in last pallet of the lot plus once per day. Assembly: once in the first pallet, once in last pallet of the lot plus once per day. According to visual inspection and DHR review no manufacturing defect has been found in samples received so, the root cause of the leakage cannot be determined. The probable root cause is a misuse by user.